Manufacturer narrative:
Concomitant medical product: (B)(4) lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection at the pocket site and wound dehiscence. Two previously capped pacing leads and the active implantable pulse generator (ipg) system were explanted and a temporary pacing system was made available. It was further reported that the previously capped leads were removed for the following issues: rising threshold and decreasing impedance were noted on one pacing lead while low impedance was noted on an other pacing lead. No further patient complications have been reported as a result of this event.